Event description:
Baxter (B)(4) received a report of an intermate with a broken distal end luer lock connector. The issue was found before filling. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of a broken distal luer. The distal luer post was found broken in two pieces. The root cause of the broken luer post could not be determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.